Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000 integrated main, the refrigerator was failed to open. The customer reported that the malfunction caused delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.